Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was the middle section of the pipeline which failed to open. The pipeline was positioned in a straight vessel, not in a vessel bend. The pipeline was resheathed 3 times in the same vessel without success opening it. No other steps or devices were tried to attempt to open the pipeline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that had resistance entering the catheter, failed to open, and became stuck in the distal end of the catheter during resheathing. The patient was being treated for an unruptured saccular aneurysm of the right posterior communicating artery segment. The aneurysm measured 4mm x 3mm with a neck diameter of 4mm. The distal landing zone was 4mm and the proximal landing zone was 4mm. Vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared according to the instructions for use (IFU). There was res istance during delivery of the pipeline in the proximal and middle sections of the catheter. When the pipeline was delivered it failed to open and then became stuck in the distal end of the catheter when resheathing. The physician attempted to release the load in the system but it did not resolve the issue. The catheter was damaged at the distal end. There was no damage observed to the pipeline pushwire. The catheter was flushed continuously with heparinized saline during the procedure. The device was removed and not implanted. There were no patient symptoms or complications associate with this event.